Event description:
It was reported that during treatment 112, 118, 118, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the iabp unit and the fse confirmed fault 112, 111, 118 in the fault log, communication error, executive processor board, executive processor board replaced. Regular inspection performed, inside of main unit cleaned, 9v battery, safety disk, tidal disk, lithium ion battery replaced. Inspection performed; result was good.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date , g3, g6, h2, h6, h11 corrected fields: h6 investigation conclusions, component codes. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed fault 112 (a main application watch dog timer (wdt) failure), 111 (a local virtual address space (vas) watch dog timer (wdt) failure), 118 (sol wdt fail - a critical error detected in the hardware watch dog circuit on the solenoid driver board) in the fault log, so the executive processor board was replaced. Regular inspection performed, inside of main unit cleaned, 9v battery, safety disk, tidal disk, lithium ion battery replaced. Inspection performed, result was good. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a shutdown during treatment and error codes 112 and 118. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. At.

Event description:
It was reported that during treatment there were faults 112, 111, 118 and the cardiosave intra-aortic balloon pump (iabp) unit shutdown. There was no harm reported

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: b5.